Manufacturer narrative:
The investigation determined that lower than expected digoxin (dgxn) results were obtained from a non-vitros biorad quality control (qc) fluid and from a vitros therapeutic drug monitoring performance verifier (tdm pv) using vitros chemistry products dgxn slides lot 1921-0257-0886 on a vitros 5600 integrated system. The assignable cause of the lower than expected vitros tdm pv is most likely suboptimal calibration. The cause of the suboptimal calibrations is unknown. A possible cause of the suboptimal calibrations is an issue related to the immunowash fluid (iwf) as a new lot was used for the calibration events of 27 august 2020. However, an issue related to the iwf in use could not be confirmed nor ruled out with the information available. Historical quality control results obtained from vitros dgxn slide lot 1921-0257-0886 were acceptable. Therefore, an issue with the vitros dgxn slides lot 1921-0257-0886 was not a likely contributing factor of the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros dgxn slide lot 1921-0257-0886. Vitros diagnostic precision testing and within run precision testing performed on the vitros 5600 integrated system yielded results that were within acceptable guidelines indicating that the instrument was not likely a contributing factor of the event.

Event description:
A customer contacted the ortho clinical diagnostics technical service center (tsc) to report higher than expected digoxin (dgxn) results obtained from non-vitros biorad quality control (qc) fluids using vitros chemistry products dgxn slides on a vitros 5600 integrated system. Vitros tdm pv iii lot w7852 results of 1.84, 1.88, 1.93, 1.97, 1.97 and 1.99 ng/ml vs the expected result of 2.53 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were from quality control fluids and were not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 6 of 6 MDR¿s for this event. Six (6) 3500a forms are being submitted for this event as 6 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).